Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to press the button using the tip of their finger while providing support to the bottom of the pump. Despite these efforts, the issue persisted, and technical support decided to replace the pump. The pump was still under warranty, and arrangements were made to return the problematic device. Customer was advised to put the pump into storage mode before returning it and understood the instructions provided.